Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced with another model. Reportedly, effective therapy was restored following the procedure.

Event description:
Follow-up information revealed the patient's issue is resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg turned off unprompted after using the magnet to initiate therapy after charging. As a result, the patient will likely undergo surgical intervention to address the issue.